Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 250mg/dl, with blurred vision, unspecified ketones, and nausea, associated with an alleged blank display. Reportedly the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the contrast default was unable to be reset. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a blank display issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed and moisture corrosion was found on the display and keypad flex connectors. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.